Event description:
Additional information was received providing that there was no patient involved.

Manufacturer narrative:
Returned device was received with a damaged rear housing. During the evaluation of the device yes, the customer stated problem was verified. During power up and testing, the device was found to be alarming error code 112 and it was unable to perform functional tests. The error code 112 indicate a problem with motor issue. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that there was a system fault error on a smiths medical pump. No adverse patient effects were reported.